Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial 30-day and follow-up #1 medwatch reports submitted, a user facility medwatch report was received and states: during a percutaneous coronary intervention (pci) of the left anterior descending (lad), a perforation occurred. The md used a graftmaster stent to try and control the bleeding from the perforation, but was unable to deploy the stent into the area of perforation due to the small vessel size. When the graftmaster stent could not be deployed well at the area of perforation, the physician injected gelfoam to the area to seal the lad. Patient expired from cardiac arrest after the lad was occluded with gelfoam. Report form sent to abbott, the company that produces the graftmaster stent. Device not available for return.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented emergently and the graftmaster stent was used to treat a perforation that occurred in the left anterior descending artery (lad) with the use of an unspecified device. The graftmaster was deployed in the proximal area of the perforation; inflated at 12 atmosphere (atm) but could not be inflated enough to fully expand due to the small size of the vessel. The perforation was not sealed. Subsequently the patient died from ongoing ischemia, not tamponade. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The reported patient effects of ischemia and death, as listed in the graftmaster coronary stent graft system instructions for use, are known patient effects that may be associated with the use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. Additionally, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.